Manufacturer narrative:
Even though the failure reported was for a fall and not for a possible implant defect a review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery is dated (B)(6) 2018. The reason for revision is reported patient fall. During the revision surgery, the original tibial insert and retaining bolt were removed and replaced with new components. In addition, a patella was added at the time of revision.